Manufacturer narrative:
(B) (4). Eval: results: a visual inspection of the returned product found lens stuck in cartridge. No visible damage to cartridge. There was evidence of dark surgical residue inside cartridge. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar in this claim, cannot be definitively and exclusively correlated to a specific root cause. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).

Event description:
The reporter stated the surgeon used a aa4204vf silicone single piece lens. The lens caught in cartridge. No pt contact. Further info was requested, but reporter did not have any further info regarding this event.